Event description:
During evaluation of a returned spectrum iq pump, the device had a downstream occlusion error. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During evaluation, the device had a downstream occlusion error. The cause was identified to be the out of calibrated specification downstream sensor reading. The downstream sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.